Manufacturer narrative:
(B)(4). Investigation summary: call home was reviewed for system nm15nea00387 on (B)(6) 2021. There were no cases on this date but a couple probes were connected. A pr15, nm19ncb91455, was connected to channel 1. 19 minutes later, a probe temperature measurement error was issued, signifying thermocouple damage (cannula break). The probe was disconnected. A new probe, nm19ncc90515, was connected to channel 1, then disconnected. No other actions were taken on this case. Probe nm19ncb91455 (0 uses) was investigated at neuwave. The probe was broken at the handle, but still connected (see image). No further information was available. The root cause is unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung ablation procedure that while the surgeon was placing the probe in the patient it cracked but did not break off at the junction with the handle on the outside of the patient. Device was removed and replaced with another to complete the procedure. There were no adverse consequences for the patient.